Event description:
It was reported that during a gastric bypass the blue trocar for the device didn't have any holes in it. A new one was opened to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could be performed. The instrument was received fully loaded with staples. In addition the ancillary trocar was received with the tip broken, it could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it my cause the trocar to break. As stated in the instructions for use "rotate te ancillary trocar 45 degrees in the avil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft". The device was reloaded with staples, a new washer was install and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The device opened and closed without any difficulties and the staple line was noted to be complete.